Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. He customer reported no adverse events. The event involved products mmt-1884. Troubleshooting was performed . No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The customer will discontinue using the mmt-1884 and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap/reservoir does lock properly. Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms (line number 49 file number 19208) in the adapt tool fault error log due to moisture damage to the pcb1 and pcb2 board as per global logic analysis esf3926732. No time date listed in the fault error log for pump error 63. Unit successfully downloaded to thump. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. Partial image with permanent black lines were found due to damaged on traces. During visual inspection no external damage or cracks were noted to pump case. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Pump error alarm confirmed due to moisture damage to the pcb1 board and pcb2 board. No physical damage detect on case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.